Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator touch screen is locked and does not respond on start up. The customer confirmed that there was no patient involvement associated with the reported issue.

Manufacturer narrative:
The reported "screen is frozen. Does not work at all for touch" problem was not duplicated. Found liquid residue embedded between lcd display p/n 66155 and touch screen assembly p/n 22523 to which may have contributed to the failure.